Event description:
It was reported that the pin is missing. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation showed that the device is missing a pin. The device has been in use for a few years and we suspect that the pin may have finally fallen out during cleaning. Unfortunately, the pin was not returned for examination so this cannot be verified. While, the aiming arm has some dents (impact marks) it is still able to function. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the aiming arm is still able to function and a review of the device specifications showed that the device is still within the required limits. There were no product errors detected.